Event description:
It was reported that during a sigmoidectomy procedure, the jaw would not open at about the fifth firing. As the peeling had been performed at a distance from the blood vessel, the device could be released. The doctor commented that the clip had been fired after the loading was confirmed. The jaw was opened when the sales rep returned the trigger to the home position by hand after the operation. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.